Manufacturer narrative:
H10 h3, h6: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. The anchor was removed from the inserter and one of the inserter tines that interface with the anchor was observed to be bent. The condition of the device indicates the it was subjected to excessive force during insertion. Per the device instructions for use: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. Breakage of the suture anchor can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an unknown procedure, after drilling the hole, it was found that the anchor was fractured when screw-in. It is unknown if backup device was available and if a delay happened in the procedure. However, no complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.